Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a leakage from the tube and connector connection. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
D1, brand name, d2a, common device name, and d2b, procode: correction h3 and h6. Codes: updated. Device evaluation: received three (3) used nrfit cassette reservoir. As received no damage or anomalies were observed. The tube luer bond junction of each returned cassette was leak tested. A leak was observed at the tube luer junction of each cassette. Each luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube of all samples. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during assembly. A device history record review could not be conducted as the lot number was unknown.